Manufacturer narrative:
No further information was obtained from this customer. With no additional information, the customers reported event was not able to be confirmed. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A customer reported two anterior capsule tears during laser assisted cataract surgery. Additional information requested.